Event description:
It was reported that the patient hears a constant crackling sound both while wearing her speech processor and not wearing it. The patient underwent integrity testing in (B) (6) and at that time, all was within normal limits and all channels were ok. Per her audiologist's recommendations, the patient underwent medical evaluation with her implant surgeon. A CT scan was ordered and no abnormalities were observed with either the patient's physiology of the implant's placement. The surgeon did not feel that the symptoms were related to her implants and referred her to a neurologist. In (B) (6) 2008, the patient's audiologist sent an e.mail stating that the patient's symptoms were continually worsening. However, there had not been any declination in patient performance and no abnormalities were found during testing or programming. Per the audiologist's report, there was a possibility that the implant will be removed. No response has been received from the audiologist regarding direct questions about the neurologist's diagnosis or reasons for wanting to remove the implant.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.